Event description:
Craniotomy performed on (B)(6) 2023 using medtronic durepair device, 62110, lot 2202031 that has now been recalled by the mfg. On (B)(6) 2023 repeat CT demonstrated left subdural csf fluid collection underneath the bone flap with significant mass effect. Patient also noting ongoing headache. The patient returned to the or on (B)(6) 2023 for exploration of craniotomy, evacuation of subdural fluid collection and drain placement. During surgery it was noted that there was a hole approximately 2.5 cm in size through the center of the medtronic durepair graft; catalog 62110, lot 2202031 that had been placed in the (B)(6) 2023 surgery and the graft had broken down. This graft was removed and medtronic durepair, model 62110, lot 220607 was implanted in this (B)(6) 2023 procedure. On (B)(6) 2023, CT of the head showed postsurgical changes and an interval development of small soft tissue fluid collection along the anterior craniotomy site measuring 5 mm in depth. Submitting this report due to receipt on june 20, 2023 of the medtronic durepair recall. This medtronic recall notice states that the catalog number (62110) and the two identified lots that were implanted in this patient had endotoxin levels that were out of specification. It also states to monitor for symptoms of inflammation such as fever, fluid collection, csf drainage, and meningismus. As the patient experienced csf fluid collection we are submitting this report out of an abundance of caution. Reference report: #mw5119017.